Event description:
The customer reported that the 840 ventilator was inoperable. There was no patient involvement. The evaluation is still ongoing and a conclusion can not be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
(B)(4).